Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was unknown. The customer could not recall any significant events leading to the alarm. The insulin pump was returned back for analysis.